Event description:
The customer reported that an employee experienced "generalized malaise, achy feeling, headache and low-grade fever between 100-101 degrees" when handling cidex plus. There was no info provided regarding if the employee saw a doctor or received any treatment.

Manufacturer narrative:
Inhalation.